Event description:
Info received indicates the right head brake caster moves when in brake.

Manufacturer narrative:
The technician found the brake caster was worn. He adjusted the caster to repair the bed.